Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving intrathecal morphine (unknown) and prialt (ziconotide) via an implantable pump for spinal pain indications. The company rep reported that the patient had a magnetic resonance imaging (MRI) yesterday and today they were not seeing a motor stall recovery in logs. No mention of patient symptoms. Technical service agent discussed waiting 20 min and reinterrogating/rechecking for motor stall recovery and discussed telemetry mode. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the motor stall cleared after 20-30 min wait. They stated, "all cleared".